Event description:
It was reported the patient presented to the emergency room feeling unwell. Upon interrogation, it was determined the ventricular leadless pacemaker (lp) exhibited intermittent loss of capture. No changes or interventions were performed. The patient was in stable condition.